Event description:
Memory ring broke and eroded into the transverse colon resulting in mesh/wound infection and fistula. Patient had a laparoscopic gastric band placed previously and the band required removal due to the contamination related to the fistula.